Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold. Capture loss was also noted. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.